Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. On 18-apr-2016 it was reported that the patient experienced withdrawal in 2010. At that time, the pump was replaced while doing a catheter revision due to the catheter breaking and a spinal csf (cerebrospinal fluid) leak.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that at the time of the event, which reportedly occurred in 2010, the patient was receiving bupivacaine 10mg/ml at a dose of 1.601 mg per day. Other medications the patient was taking at the time of the event included amoxicillin 875mg, androgen 1 20.25mg and oxycodone 10-325 mg. Allergies consisted of iodine. The reason for the pump replacement in 2010 had been a pump malfunction. It was noted the patient's current managing hcp was not their original hcp when additional information was asked regarding the broken catheter that had occurred in 2010. Further information was not provided at this time regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial# (B)(4), ubd: (B)(4) 2008, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018. The patient reported that with his prior pump, something happened to a catheter and the patient was leaking spinal fluid so they replaced the pump and catheter at the same time. The patient reported that "the paperwork" says small tear in the catheter. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.